Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted only the dislodged stent was returned. The stent delivery system (sds) was not returned. The stent was returned inside the tip of the non-abbott guiding catheter. There was blood visible on the entire length of the stent. The proximal end of the stent was entangled with the returned snare device. The proximal end and middle portion of the stent were stretched. The distal end of the stent was smashed. The non-abbott guiding catheter was returned with blood in and on the entire length. There was a tear in the guiding catheter for a length of 3 mm. A copilot was returned attached to the luer of the guiding catheter. The copilot was returned with blood inside the entire length. A non-abbott guide wire was returned with blood on the coils. There was no damage noted to the guide wire. A non-abbott introducer sheath was returned with blood in the entire length. The stent became untangled from the snare device during analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the sds was attempted to advance through a previously implanted stent, and attempts were made to push the sds further as resistance was encountered at the previously implanted stent. It should be noted in the xience v instructions for use (IFU) it states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The IFU also states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. It is likely that the stent dislodgement is related to use of the product, as there was no damage noted during inspection prior to use. Interaction with the lesion/anatomy during the attempt to cross the previously implanted stent may have resulted in an interaction with the stent implant that could have caused damage. Further manipulation of the sds in the attempt to push the sds further against resistance would have resulted in the stent ultimately dislodging. Additional therapy was used to retrieve the dislodged stent with a snare device which would have contributed to the damage noted to the stent. There was green foreign material entangled in the sixth row of the distal end of the stent and on the proximal end of the stent. The stent and green substance were sent to the chemical lab for further analysis. The chemical analysis report revealed that there were no perfect matches to the sample as it had been contaminated with blood and body tissue; however, the sample contained material belonging to both the ptfe tubing and the ptfe liner tube, both of which are used in the manufacturing of guide wires. The green material was not reported with the case information and was not noticed until return analysis of the device at abbott vascular. It is likely the stent came in contact with the guide wire material during packaging, handling and return to abbott vascular for analysis. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the target lesion is located in the tortuous distal right coronary artery (rca) and the mid rca had previously been stented. The lesion (in the previously implanted stent) was pre-dilated without issue and the xience v stent delivery system (sds) was advanced; however, it stuck with the implanted stent at the mid rca and wouldn't go further. Attempts were made to push the sds further and the stent implant dislodged. The dislodged stent was removed from the pt anatomy via a snare device. Another stent (name and size unk) was delivered and it was implanted without problem. The procedure was completed. There was no effect to the pt. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance/distal to stent. The device has been received. The investigation is not yet complete.